Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was unknown. Customer reported that the auto mode got turn off after getting stuck button alarm. Customer reported the damage at the center button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.